Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as really bad open sore. There was no alleged device malfunction contributing to the irritation. The patient¿s nurses applied bandages and some type of lotion for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.